Event description:
The device result was 562mg/dl and a repeat test result was 275mg/dl aout five mins later. No treatment or actions were taken. The device was replaced and requested to be returned for evaluation.